Event description:
It was reported that the user received dosing stop and connect cgm messages, and the ilet mobile app indicated the sensor was in use by another device; the agent guided the user to rescan in the app, then advised starting a new sensor, which activated successfully, with a reported blood glucose of 117 mg/dl. Symptoms included no reported adverse physiological effects. Outcomes included restored cgm connectivity and resumption of automated dosing after sensor replacement. Investigation included review of use error and device connectivity education as part of troubleshooting. Investigation of this case revealed that the cgm pairing conflict was consistent with a sensor being connected to a different device, resulting in loss of cgm data to the ilet and a dosing stop alert. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to an alternate device and was addressed through re-pairing and sensor replacement.